Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has been revised to address acetabular cup loosening and disassociation.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Correction: this product was submitted in error. Please disregard MFR report number (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.